Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube window and a stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's display was frozen. The customer stated that the insulin pump had a button error alarm first, then the display froze. The customer reported that she then removed the battery, and the device became unresponsive. Customer stated that there was also an unexpected restart alarm present. Blood glucose level was 167 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.